Event description:
It was reported that it was unable to interrogate the device. Longevity shown during the last check in march was 23 percent. The device has been implanted and active for approx. 110 months. No adverse patient events were reported. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned follow up data from (B)(6) 2022 have been analyzed. The analysis did not show any anomalies. According to the available device data, the battery status was mol2 at 23 percent and 40 charging cycles were recorded. No recent data have been available for analysis. Thus no conclusion can be drawn regarding the reported event. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Based on the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional relevant information or the device itself become available, this report will be updated.